Manufacturer narrative:
The investigation determined that multiple, lower than expected results were obtained from 2 different non-vitros mas quality control fluids using vitros valp reagent on a vitros 5600 integrated system. The investigation concluded the most likely assignable cause is instrument related associated with the cuvette incubator assembly. After performing adjustments acceptable vitros valp performance was obtained.

Event description:
The customer obtained lower than expected results from two mas control fluids, using vitros chemistry valp reagent on a vitros 5600 integrated system. On mas control fluid lot chu 19070 level 2, results of 86.5, 85.5, 87.6 were obtained versus an expected result of 137.85 (units are ug/ml). On mas control fluid lot chu 19070 level 3, a result of 15.3 was obtained versus an expected result of 25.5 (units are ug/ml). Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of affected patient results and there was no allegation of patient harm. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. (B)(4).

Manufacturer narrative:
Our preliminary investigation determined that undetected variability in the release process caused a negative bias. We have implemented interim corrective actions to help prevent future occurrences. The FDA¿s new york district office was notified of this issue on 12 december 2018. Please refer to report#:1319808-12/12/2018-001-c.

Event description:
This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).